Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the core smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope core smart cable and could not confirm the reported image issue; the unit functions as intended. Since the customer had already received a replacement core smart cable, the returned glidescope core smart cable was scrapped. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the glidescope core monitor had a fuzzy intermittent picture when the core smart cable was connected. The customer's biomed examined the core smart cable and noted that one of the pins in the connector on the far left on the top row appeared to be bent. When cable was pushed in the picture stayed stable. An unspecified delay in the procedure occurred as a replacement glidescope core unit was obtained. No harm to the patient or user was reported.

Manufacturer narrative:
D9, g3, g6, h2, h3, h6, h10 a replacement glidescope core smart cable was provided to the customer and the core smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope core smart cable and could not confirm the reported intermittent image issue; no issue was found. The unit functioned as intended. Since the customer had already received a replacement core smart cable, the returned glidescope core smart cable was scrapped. No further investigation is required at this time. Verathon will continue to monitor for trends.